Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a stroke post procedure. On (B)(6) 2017, a 21 mm watchman ® laa closure device was successfully implanted during a laa closure procedure. Six months later the patient experienced a stroke. The patient is currently doing well.